Manufacturer narrative:
The returned device was evaluated and the inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. In addition, inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or defects were observed that could contribute to the reported event.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reports that she woke up not feeling well. Her blood glucose (bg) levels the night before were high so she gave herself insulin and went to bed. When she woke up it was over 300 mg/dl. Patient stated that when the pod was removed that there was liquid all over the back of the pod. Patient reported that she then checked for ketones and saw that they were showing very high. That is when she went to the emergency room (ER) and was diagnosed with hyperglycemia. Patient reports that while she was at the ER she was treated with saline, 6 units of insulin, and a nausea medication all through intravenous therapy. Patient reports that a few hours later she left the ER and her bg levels were lowering.